Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged developing lymphoma on the brain. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged customer has developed lymphoma on the brain. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Manufacturer during the investigation manufacturer observed unknown black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box,light dust-like contamination on top of the blower motor and the blower motor seal,black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01.white dust-like contamination on the bottom of the blower box,liquid marks on the bottom of the blower and on the blower box indicating potential liquid ingress,unknown light yellowish dried substance in the outside of the top enclosure.gauges on the bottom enclosure near the flip door,unknown black (inconsistent with degraded sound abatement foam) dust-like and potential hair/fibers,on the inside of the ui panel. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.